Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump displayed an incorrect amount of insulin on board after delivering a bolus. There was no adverse impact to customer's blood glucose level. Customer continue using the pump for insulin therapy.